Manufacturer narrative:
The event occurred outside of the united stateswhile this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. The caller alleged that this has occurred with two different infusion sets from the same box. The caller alleged the infusion sets from this particular box were defective. The patient experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion sets were requested to be returned for product evaluation.